Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported a falsely elevated alinity c magnesium result that was generated on the alinity c processing module on one patient. The results provided were: on (B)(6) 2020, sid: (B)(4), generated an initial result of 3.63 mmol/l and repeated 0.94 mmol/l on another instrument (sn (B)(4)). No impact to patient management was reported.

Manufacturer narrative:
The customer performed several troubleshooting procedures, including cleaning the affected cuvette, and found a build-up of grime in the glass parts. Cleaning of the part resolved the issue. There have been no further occurrences of discrepant results documented after the alinity c-series cuvette was cleaned. A review of the analyzer service history did not identify any contributing factors to the current complaint. Return testing was not completed as returns were not available. Labeling was reviewed and found to be adequate. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Review of tracking and trending did not reveal any trends for discrepant results and did not reveal any systemic issues for the alinity c processing module described in this complaint. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.